Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using a pinnacle pfr kit, one of the bullets detached from the pinnacle and was caught inside the capio device. The physician removed the pinnacle device from the pt and placed another one, with no complications to the pt, who is "fine" post-procedure.

Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using a pinnacle pfr kit, one of the bullets detached from the pinnacle and was caught inside the capio device. The physician removed the pinnacle device from the patient and placed another one, with no complications to the patient, who is "fine" post-procedure.

Manufacturer narrative:
It was inadvertently omitted in the initial report that the patient is reported to be over 18 years of age. Additional information: the most probable cause for the suture detachment is that the tensile strength exerted on the suture material exceeded the ultimate strength of the material, or a design limitation. The directions for use for the device includes the following precaution statement: 'avoid excessive tension on the mesh during handling and positioning to prevent damage to the device.' The probable root cause for the suture detachment has been determined to be design. A CAPA has been initiated to address this issue.